Event description:
The device was used during a v.a.t.s procedure. Because the staple was malformed, it caused leakage. Surgeon used a new instrument to complete the procedure. There was no consequence to the pt. Cartridge eru35 is being returned.

Manufacturer narrative:
H4; d5;d6: information unavailable. H6: code 400(other): damaged firing mechanism. Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "malformed staples" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components and was found to be fired through the clamp first lockout. No conclusion could be reached as to how this damage occurred. It the instrument is fired before the jaws are completely clamped, the instrument can fire through the clamp first lockout. Each instrument is evaluated during the assembly process to ensure it functions properly.